Event description:
It was reported that during implant procedure, the guidewire got stuck in the left ventricular lead. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the inner coil bent adjacent to the connector boot and evidence of ptfe coating stripped from the guidewire lodged in the inner coil. X-ray examination found a distal portion of the guidewire lodged in the inner coil.